Event description:
The surgeon sent fax stating: "following the procedure in each steps, when he screwed the item involved, after several attempts, it was impossible to achieve neither the progression nor the extraction (through the unscrewing of the item). He had to remove the item using a clamp. He ended the surgery implanting a double-threaded episcan screw."

Manufacturer narrative:
Device is available to stryker and was received on 04/21/2009. Actual device will be evaluated and report will be in follow up.